Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm and they received replaced battery now alarm without low battery alert. The customer's blood glucose was unknown at the time of incident. The customer reported that the no delivery alarm was resolved by changing complete infusion set including reservoir. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.